Event description:
During a lavh procedure, the surgeon sealed then cut a vessel. When the vessel was unclamped it bled. Another device was opened and used to seal the vessel. No pt harm was reported.

Manufacturer narrative:
Could not confirm the device complaint. The device activated to the correct generator default setting, coagulate and cut to manufacturer specifications with no problems noted.